Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the electronics that is typical for severe external impact to the housing, even though no such event is mentioned in the recipient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received at headquarters. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. The user was re-implanted.